Manufacturer narrative:
Additional, changed, and/or corrected data: b.2., d.1., d.2., d.4., g.5.

Event description:
Patient reported seroma-late diagnosed by ultrasound scan. The device remains implanted. The affected side is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5, b.6, d.4, d.8, g.2, h.4, h.6.

Event description:
Left side affected. No treatment planned.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported seroma-late diagnosed by ultrasound scan. The device remains implanted. The affected side is unknown.